Event description:
It was reported that the patient was having inflammation over her generator site. The practitioner was not certain if this could represent an infection or not, so the patient was prescribed with antibiotics. Follow up with the patient's most recent neurologist determined the patient was seen on (B)(6) 2016. The notes did not contain anything related to the inflammation at generator site, and their records showed no antibiotic prescription. No additional pertinent information has been received to date.